Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
A replacement procedure due to battery depletion was performed. After removing the old ICD, the ventricular lead impedance was measured at about 600ohm, the r-wave amplitude at 12.7mv and the ventricular threshold at 0.6v/0.5ms. When attempting to connect the ventricular lead to a new ICD, the coating on the distal side of the lead sealing ring was turned up and it could not be inserted it into the new ICD. The raised part was thinly excised and then the lead was inserted in the new ICD. The operation has been completed without any change in the measured values.

Event description:
A replacement procedure due to battery depletion was performed. After removing the old ICD, the ventricular lead impedance was measured at about 600o, the r-wave amplitude at 12.7mv and the ventricular threshold at 0.6v/0.5ms. When attempting to connect the ventricular lead to a new ICD, the coating on the distal side of the lead sealing ring was turned up and it could not be inserted it into the new ICD. The raised part was thinly excised and then the lead was inserted in the new ICD. The operation has been completed without any change in the measured values.